Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months. The device is expected to be returned for evaluation. It has not yet been received. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that there was concern with the driveline. Log file analysis completed by the manufacturer¿s technical services representative revealed an issue with phase b and an issue with phase a. Phase b appeared to have a broken conductor while phase a did not appear to be completely broken. If the other conductor in phase b breaks the pump will stop. The patient received a transplant on (B)(6) 2017. Additional information was requested, but was not provided.

Manufacturer narrative:
Device evaluation: the report of driveline fault alarms can be confirmed based on the submitted log files. The patient's primary and backup controller log files both captured continuous driveline fault alarms for the entirety of the log file. The pump appeared to be functioning normally throughout the log file at the set speed of 9200 rpms. No other adverse alarms or events were captured. Based on our complaint history and similarly reported events, the data captured in the log files is potentially consistent with one or more compromised wires in the patient's driveline; however, a specific cause for the alarms cannot be conclusively determined. The pump was returned assembled with driveline cut approximately 2 inches from the pump housing and the severed portion of driveline was not returned. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered thrombus formations or deposition. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. An electrical continuity test of the portion of driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The returned portion of driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A specific cause of the reported driveline fault alarms could not be conclusively determined as the entirety of the driveline was not returned for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.